Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (france) experienced ineffective stimulation from the scs system. As such, the patient underwent surgical intervention where multiple attempts were made to reposition the lead without success. In turn, the lead was explanted and replaced with a different model.

Manufacturer narrative:
Corrected data: explant date is (B)(6) 2016 not (B)(6) 2016 as previously reported.

Event description:
Follow-up information revealed effective therapy was achieved following the procedure.